Event description:
Procedure: lap myolysis. Reportedly, the instrument was inserted through 5 mm port, and one of the jaws broke off, before surgeon started working. Surgeon then took instrument out of the abdomen, and then retrieved the broke piece. No pt injury.